Event description:
It was reported that after crossing the lesion, the stent delivery system balloon did not inflate even after 18 atms of pressure was applied. The stent was withdrawn and a ml vision was used. No pt effects were reported. This is being reported based on the returned device analysis, which revealed peeling balloon material.

Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted contrast visible in the inflation lumen, which is consistent with preparation. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The stylet was returned frozen in the guide wire lumen and the orange protective sheath was returned over the balloon. The reported inflation issues could not be verified as a new indeflator was used to pressurize the balloon to the rated burst pressure (rbp) of 16 atms and the balloon inflated with no anomalies noted. In this case, the pt anatomy was described as mildly tortuous and moderately calcified, which could have contributed to the reported difficulty inflating the balloon. It is also possible the inflation device used in the procedure was faulty or there was a faulty connection between the inflation device and the stent delivery system (sds), resulting in the inability to inflate. It was reported the rx mini vision was inflated to 18 atms, which is above the rbp of 16 atms, in an attempt to inflate the sds. It should be noted the mini vision instructions for use (IFU) it states: balloon pressures should be monitored during inflation. Do not exceed the rated burst pressure as indicated on product label. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. Analysis noted balloon peeling at the proximal end of the balloon, which was not initially reported with the incident info. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on mfg production lines, it is more likely that the balloon peeling occurred during the inability to cross the lesion. To help ensure that the balloon shredding is not a result of a mfg deficiency, all sds are visually inspected for balloon shredding. It is possible that the balloon may have scraped against the calcified lesion, which may have contributed to the shredding of the balloon material. Analysis noted the tip was bunched distal to the clear gap for a length of 1 mm. Since this damage was not reported in the incident info, the bunched tip may have occurred during the procedure or during packaging, handling, and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported inflation issue. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. In this case, the reported inflation issue was unable to be confirmed; therefore, a conclusive cause could not be determined; however, there is no indication of a product quality deficiency.